Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. The cause of the issue was not determined. Surgical intervention was performed and the competitor device was replaced and afterwards (with the new device), acceptable shock lead impedance measurements were obtained. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.